Event description:
It was reported that revision surgery was performed due to dislocation of poly. Poly was removed and replaced with same size poly.

Manufacturer narrative:
Please review attached for the investigation results.

Manufacturer narrative:
The associated devices were not returned for evaluation. Based on the available information, the root cause of the polyethylene liner exchange was secondary to a dislocation. However, the cause of the dislocation cannot be concluded. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Should any relevant clinical/medical information become available these complaints can be re-assessed. A review of manufacturing records did not reveal any deviations that could have contributed to this issue. A review of manufacturing records revealed that we have not had any previous complaints for the listed lots. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. If additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Concomitant device 510ks: k112941, k951987.